Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s pump powered off whenever attempting to pair the ilet with a dexcom g7 and only powered on when placed on the charger, and the user also reported a leaking cartridge; the user could not connect a cgm and transitioned to alternate therapy while awaiting a replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the device problem could not be further characterized due to insufficient information, and the involved device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.